Manufacturer narrative:
Date of birth: 1948. Device evaluated by manufacturer: analysis of the device found that the coating was peeled approximately 0.9cm from the distal end. The guide wire presents kinks along the entire body, including the distal end. There is no evidence of a fractured core wire. All outer diameter measurements are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a guide wire tip detachment occurred. The patient underwent a pta of a lower leg vessel left post anterior. A 5 french sheath was placed with antegrade access. The physician tried to reach the target vessel posterior left with a v14 control wire 180cm in combination with a bsc support catheter 90cm, this was successful. The vessel was pre-dilated with a sterling sl 2-150 and post-dilated with a sterling 3-40-120. It was noticed that the wire v14 formed a loop at distal tip. Attempt was made to loosen the loop, and by doing this, it was carefully attempted to get the wire back into the support catheter. This attempt failed and during this procedure, part of the guide wire tip tore apart and remained in the patient. According to the vascular surgeon, there was no consequence for the patient and the blood flow was good. The tip remained without further action in the patient.